Event description:
An ipp device was implanted on 6/19/96. The cylinders were revised on 10/21/96. The cylinders were removed from the pt and replaced on 3/12/97 due to a hole in the left cylinder.

Manufacturer narrative:
Cylinder was functional. Cylinder was functional.